Event description:
On february 12, 2007, a clinical incident involving an turbovac 90 icw arthrowand was reported to arthrocare corp. Following an arthroscopy procedure of the shoulder, the pt was reported to have sustained a second degree burn to the pt's shoulder originating from the outflow cannula portal. The burn was reported as approx eight inches in length and 1 inch at the top of the burn that tapered as it extended away from the surgical area. The burn resulted in blistering and seepage. The pt was treated by a dermatologist (treatment details not known). The burn was reported to be healing well. The hosp reported the suction on the device was hooked up but not used throughout the procedure as instructed in the instructions for use.

Manufacturer narrative:
The device was not returned to MFR for evaluation. The hosp confirmed the device was not used with suction throughout the procedure as prescribed in the instructions for use. The following caution statement is provided in the instructions for use for the device: "caution: failure to provide proper suction may result in physician or pt thermal injury." User error was found to be the cause of the event.